Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred. System check was being performed by tandem technical support (cts), however the customer was unable to complete the check at the time of the call. Customer changed the infusion set and resumed insulin delivery. Reportedly the customer is reusing cartridges and fiasp insulin. Cts informed the customer that reusing cartridges and fiasp insulin is off-label per tandem user guide. Customers blood glucose was 300 mg/dl.